Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since foreign objects were observed inside the video connector, and the connector was replaced, the cause of the event was likely due to the adhesion of the foreign objects on the electrical contacts which affected communication between the endoscope and the video processor resulting in no image. The foreign objects (such as detergent remnants, hard water residue, finger grease, dust, and lint) most likely adhered to the inside of the connector because the user handling which is not described in the instruction manual was performed. Regarding the troubleshooting for no image, the instruction manual contains the following description and the event may have been prevented: "irregularity description : the endoscopic image does not appear on the monitor. Possible cause : foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution : wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." Regarding the connection of an endoscope, the instruction manual contains the following description and the event may have been prevented: "confirm that the electrical contacts inside the video connector socket of the video system center are not damaged. Confirm that the connectors on the scope side pin connector of the videoscope cable exera ii are not damaged.".

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The service department of olympus (B)(4) inspected the device and found that a foreign material in the video connector socket that seems to be a fragment. And (B)(4) could not reproduce the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, scope detection did not work and the endoscopic image of the device was not displayed when olympus exera series endoscopes were connected. There was no report of patient injury associated with this event.